Event description:
It was reported that the patient was having difficulty charging the ipg despite multiple interrogations. It was noted that the ipg had flipped. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.